Event description:
It was reported that during the implant attempt, the right ventricular lead was placed in the apex but the physician was concerned that the lead did not properly fixate. The lead was removed and another was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary for (B)(4): the full lead was returned and analyzed and no anomalies were found. The inner tubing was kinked/buckled and there was implant damage.